Manufacturer narrative:
No service or investigation of the ventilator was requested. Since the serial number of the subjected ventilator is unknown, no device logs could be made available. The investigation consists of a review of the provided information. It was reported that excessive leakage while in prvc (pressure regulated volume control) mode of ventilation. The mode of ventilation was changed to pressure control. It was also stated that a hudson neptune heater humidifier was used. To use this heater humidifier is regarded off label use and will both lead to incorrect leakage estimates and incorrect volumes. Which humidifiers that are qualified for use is stated in the user¿s manual. Using this humidifier, the y-sensor measurements will be disqualified. In case of excessive leakage, the volume measurement will not be considered reliable. In conclusion, the reported difficulties while ventilating in prvc mode is due to incorrect use of off-label heated humidifier. There are no indications of a ventilator malfunction. A correction of field # d1 ¿ brand name and # d4 ¿ version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-u. Corrected brand name: base unit servo-u. D4 ¿ version or model # - previous version or model #: servo-u. Corrected version or model #: 6694800. The UDI information is not available since no serial number was provided. H3 other text : 4117.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the user facility had patients experienced hypercarbia, desaturation events, and increased oxygen needs due to excessive leakage while in prvc (pressure regulated volume control) mode of ventilation. The mode of ventilation was changed to pressure control. There was no patient harm reported. Manufacturer¿s ref #: (B)(4).